Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of high ventricular rate (hvr) due to noise was present on the device. The noise was a result of known damage to the lead due to clavicular crush. The physician reprogrammed the device to unipolar and the patient was in stable condition.